Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted (500 mg/dl). During system check with tandem technical support, insulin appeared to appear thick. The customer indicated that a heating blanket is used at night while wearing the pump.